Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. While a temporal association exists between fresenius products and the peritonitis event; there is no documentation that supports a causal relationship between fresenius products and this event. However, it is possible that the cause of peritonitis is related to the patient breach in following aseptic technique during peritoneal dialysis therapy, as reported by the nurse. Furthermore, the patient stated he believed the cause of his peritonitis infection may be from intermittently switching between ccpd to manual pd treatments.

Event description:
A peritoneal dialysis patient reported having a peritoneal infection. A follow up call was made to the patient's nurse who reported that cultures were taken (B)(6) 2017. In the notes it stated that the patient broke the sterile field. The patient was started on intraperitoneal vancomycin for gram + cocci in clusters.